Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump will alarm "no delivery" with large boluses. Customer's blood glucose was 145 mg/dl. Alarm and possible causes were explained to the customer. Customer was unable to troubleshoot because customer was no able to get large bolus. Customer was also using as off label infusion set. No further information reported.